Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was noted during a follow-up and was confirmed with x-ray. The device was reprogrammed. The ra lead will be revised, currently remains in service. No adverse patient effects were reported.